Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. Add'l info has been requested. This report will be amended when the investigation is completed. This is the same as 1043534-2008-00030. This event occurred in another country.

Event description:
Allegedly bilateral pt has one failed side.